Event description:
During the implantation procedure, the ventricular lead was advanced into the ventricular chamber of the header on this pacemaker and tightened. Upon checking the lead for a secure position, a tug test was performed and the lead came out. The pacemaker was not implanted. A new reply was used successfully.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
During the implantation procedure, the ventricular lead was advanced into the ventricular chamber of the header on this pacemaker and tightened. Upon checking the lead for a secure position, a tug test was performed and the lead came out. The pacemaker was not implanted. A new reply was used successfully.

Manufacturer narrative:
(B)(4). The analysis on this device is pending. (B)(4).